Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, after stent deployment the physician forgot to lock the thumb slide in place before device withdrawal. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. The deviation of the IFU appears to have caused the reported difficulties. The investigation determined the reported difficulties appear to be related to deviation of the IFU as it is likely that prior to device removal the thumb slide was not fully retracted to the starting position and the system lock and deployment lock were not in the locked position; thus during removal interaction with the anatomy and/or other devices resulted in the reported tip separation/noted tip jacket and inner member separations. The treatment appears to be related to the operational context of the procedure as a snare was used to remove the tip without issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the right common femoral artery. A 7.0x60mm supera peripheral self-expanding stent system (sess) was advanced to the target lesion and the stent implanted; however, after stent deployment, it was realized that the thumb slide was not locked before stent deployment, resulting in the tip of the device separating from the device.. The tip was successfully snared in the superficial femoral artery, completing the intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code 2017 clarifier- failure to follow steps / instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.